Event description:
It was reported that at a scheduled retrieval of a vena cava filter, the filter had migrated caudally 1 vertebral body and was tilted approximately 20 degrees. The filter was originally placed due to trauma. The reporting person was not aware of any interventions, the pt may have had after the filter was implanted. The doctor was not able to retrieve the filter. It was noted that there was no clot in the filter. There are no plans to make another removal attempt. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has not been returned for eval as it remains implanted. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.